Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1652.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed in 2005, (patient gender, age, and weight are unknown). According to the complainant, the device had poor cautery. Another device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The visual inspection reveals no anomalies to the unit. The unit passed a saline bubble test and isolation of electrodes. The unit passed a load test and isolation of electrodes test. The complaint was not confirmed. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.